Event description:
The user facility reported a 55 year-old male was implanted with an impella cp device for mechanical circulatory support. The patient lost doppler pedal pulses on his right leg. A femoral-femoral external bypass was planned.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
Additional information states that care was withdrawn and the patient subsequently expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there was not enough information to associate use of device with outcome

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. The instructions for use referenced in the initial report is for the impella cp with smartassist system in section: potential adverse events (united states), which now includes that the statement "cardiac or vascular injury (including ventricular perforation.¿ added- b5-mso review d4-corrected model number. Added- d6a/d6b.